Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.2 was not showing on the bus in application. The field service engineer (fse) ran the hardware test application, and the drawer was not showing at all. Both the drawer and pyibus controller boards were tested and appeared good. The fse found that crease on the pyibus cable, which was replaced. All lights on the boards were correct, and the row boards had power. The hardware test application was run again, but the drawer was still not showing on the bus. The pyibus controller board was replaced, and the drawer then showed in hta. During the final test, cubie lids opened, but after four or five pockets were rejected, the remaining pockets produced row board errors and hta locked up. All row board connections were reseated. The row board cable was replaced, but the same issue occurred. The retractor band cable was then replaced. After this, the final test in hta was successfully completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 1.2 had failed. The customer reported that drawer 1.2 displayed a failed hardware error message, which was also confirmed in the remote support system (rss). The customer tried to reboot and recover the drawer, but the issue was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.